Manufacturer narrative:
Block h6: imdrf device code a040501 captures the reportable event of stent calcified. Imdrf f23 captures the reportable event of unexpected medical intervention.

Event description:
It was reported that due to clear diagnosis of the left ureteral calculi, lithotripsy was not suitable during pregnancy. The transurethral left ureteral stent placement was performed under local anesthesia. The package indicated that the stent could be placed for half a year. The ureteral stent replacement was performed under intravenous anesthesia. During the procedure, multiple calculi were observed adhering to the upper and lower segments of the double-j catheter. The patient was given transurethral bladder laser lithotripsy combined with transurethral ureteroscopic ureter laser lithotripsy, and the postoperative recovery was good. The procedure was completed with another of the same device.

Manufacturer narrative:
Initial reporter, has been updated based on the additional information received on (B)(6) 2025. Imdrf device code a040501 captures the reportable event of stent calcified. Imdrf f23 captures the reportable event of unexpected medical intervention.

Event description:
It was reported that due to clear diagnosis of the left ureteral calculi, lithotripsy was not suitable during pregnancy. The transurethral left ureteral stent placement was performed under local anesthesia. The package indicated that the stent could be placed for half a year. The ureteral stent replacement was performed under intravenous anesthesia. During the procedure, multiple calculi were observed adhering to the upper and lower segments of the double-j catheter. The patient was given transurethral bladder laser lithotripsy combined with transurethral ureteroscopic ureter laser lithotripsy, and the postoperative recovery was good. The procedure was completed with another of the same device.